Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor had seized, jammed, and was heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by(B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device stopped working. It was reported that the device would not work even after the batteries were changed. It was reported that after a while the device started working. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.